Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and control knob. The fiber was functionally tested with the hene (helium-neon) laser fixture, and most of the output escapes from the fracture location. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild charred detritus adhesion on its surface. It is likely that procedural handling of the device during set-up such as excessive manipulation/rough technique contributed to the fiber body break. The instructions for use (IFU) states: do not bend the fiber at sharp angles. Damage may occur to the fiber. The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, after eight minutes of lasing, there was a popping sound, and a break was visible in the fiber close to the connection to the laser. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, after eight minutes of lasing, there was a popping sound, and a break was visible in the fiber close to the connection to the laser. The procedure was completed with another fiber. There were no patient complications.